Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample however, they supplied a photograph depicting the reported complaint. One of the retainer tabs or "fingers" from the cartridge was broken off and attached to the bottom of the clip. The complaint is confirmed based on the photograph provided. However, a probable cause of the retainer tab/finger breaking off from the cartridge cannot be determined from the photographs and without the sample to evaluate. Based on the photograph, the damage appears consistent with use of damaged appliers or improper loading technique, but this could not be confirmed. The finished goods DHR was reviewed. The device history review lot number 8859 of product 71114v vlock xlg clip 6/cart 14/box. The sub assembly DHR for the cartridge was also reviewed. A total of 3,000 pieces were received on (B)(6) 2017. There were no defects detected during incoming, in-process or final inspection of the cartridge. DHR investigation did not show issues related to complaint. There is no evidence to suggest a manufacturing related cause. The IFU for this product, 15-lb-00368, was reviewed as a part of this complaint investigation. The IFU states the following: "manual-load applier/remover jaws are delicate and can easily become damaged, as can some other applier/remover components. Mishandling of applier/removers may result in improper load and/or closure of the jaws. Appropriate care, cleaning, lubrication and maintenance are important to ensure proper function. Please examine the applier/remover before each surgery for potential damage. Pay particular attention to the jaws. Damaged or misaligned applier jaws may not allow clips to close acceptable for occlusion of intended structure. "To load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." Other remarks: the complaint is confirmed based on the photograph. The probable cause could not be determined based upon the information provided and without sample returned to evaluate. However, a design change was previously implemented via dco 18-0052 to strengthen the retainer tabs. Based on the lot number provided, the returned sample was manufactured prior to the design change. The reported complaint of "broken/detached parts - cartridge" was confirmed through examination of the customer supplied photo. The image showed one of the retainer tabs or "fingers" from the cartridge was broken off and attached to the bottom of the clip. Based on the photograph, the damage appears consistent with use of damaged appliers or improper loading technique. A design change was previously implemented to strengthen the retainer tabs. Based on the lot number provided, the returned sample was manufactured prior to the design change. However, the actual complaint sample was not returned for evaluation. The device history record was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of this complaint could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that customer tried to load clip into applier and plastic in boat that holds clips in place broke off.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge from product 71114v vlock xlg clip 6/cart 14/box for investigation. No clips were remaining in the cartridge. The cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the cartridge had 6 of the retainer tabs or fingers broken off on one side. 5 of these were missing and only one was remaining in the cartridge. The cartridge had scrape marks on it which is consistent with use of damaged appliers or improper loading technique. The cartridge should not scrape off when following the IFU for proper loading technique. The IFU also advises the user to inspect the applier jaws prior to use. The IFU for this product, 15-lb-00368, was reviewed as a part of this complaint investigation. The IFU states the following: "manual-load applier/remover jaws are delicate and can easily become damaged, as can some other applier/remover components. Mishandling of applier/removers may result in improper load and/or closure of the jaws. Appropriate care, cleaning, lubrication and maintenance are important to ensure proper function. Please examine the applier/remover before each surgery for potential damage. Pay particular attention to the jaws. Damaged or misaligned applier jaws may not allow clips to close acceptable for occlusion of intended structure." "To load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." The damage observed to the cartridge indicates that unintentional user error caused or contributed to this event. However, a design change was previously implemented via dco 18-0052 to strengthen the retainer tabs. Based on the lot number provided, the returned sample was manufactured prior to the change. The reported defect of "broken/detached parts - cartridge" was confirmed based on the returned sample. The customer returned an empty cartridge. The cartridge had 6 of the retainer tabs or fingers broken off on one side. 5 of these were missing and only one was remaining in the cartridge. The cartridge had scrape marks on it. R & d was consulted and the damaged observed is consistent with use of damaged appliers or improper loading technique. The cartridge should not scrape off when following the IFU for proper loading technique. The IFU also advises the user to inspect the applier jaws prior to use. The observed damage indicates that unintentional user error caused or contributed to this event. A design change was previously implemented via dco 18-0052 to strengthen the retainer tabs. The returned sample was manufactured prior to the change. Other remarks: the complaint is confirmed based on the photograph. The probable cause could not be determined based upon the information provided and without sample returned to evaluate. However, a design change was previously implemented via dco 18-0052 to strengthen the retainer tabs. Based on the lot number provided, the returned sample was manufactured prior to the design change. The reported complaint of "broken/detached parts - cartridge" was confirmed through examination of the customer supplied photo. The image showed one of the retainer tabs or "fingers" from the cartridge was broken off and attached to the bottom of the clip. Based on the photograph, the damage appears consistent with use of damaged appliers or improper loading technique. A design change was previously implemented to strengthen the retainer tabs. Based on the lot number provided, the returned sample was manufactured prior to the design change. However, the actual complaint sample was not returned for evaluation. The device history record was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of this complaint could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that customer tried to load clip into applier and plastic in boat that holds clips in place broke off.